Manufacturer narrative:
Device not returned for evaluation. However, from similar incidents, failure most likely due to breakage of pivot due to stress fatigue coupled with lack of preventive maintenance. Affected unit to receive product upgrade components. Recall currently underway to correct the problem.

Event description:
Light reported to have fallen. Light was said to have broken at pivot area of extension arm. No one injured.